Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. Blood glucose level at the time of the incident was over 600 mg/dl. Customer stated that the issue was resolved by a complete set change. The customer also reported a bent cannula. Blood glucose level at the time of the incident 568 mg/dl. The reservoir was not replaced or returned for analysis.